Event description:
Patient went into asystole and it took 9 seconds for it to alarm. B450 ecn is (B)(4) tele box ecn is (B)(4) carescape central station was lv-e ecn is (B)(4) ttx ID of tele box is (B)(4).